Event description:
It was reported that the surgeon could not get a sufficient seal in order to aspirate tissue during a stereotactic biopsy procedure. There was pt contact but no pt injury. Surgery delay was unk. No revision or medical intervention required. It was reported that the disposable biopsy needle was unfamiliar to the surgeon, he found it awkward, and he could not achieve the kind of biopsy he was looking for. The surgeon did "concede that it might have been the texture of the tumor because he used the same biopsy needle 2 days later effectively and with no complaint. The other 2 neurosurgeons have used the needle without problems."

Manufacturer narrative:
To date, the device involve in the reported incident has not been received for eval. An investigation has been initiated based upon the reported information.